Event description:
It was reported that a patient underwent a hernia repair procedure on an unknown date and mesh was implanted. Approximately 1 week post operative the patient developed a bowel obstruction. The surgeon states that the patient is now facing possible kidney failure. Additional information has been requested.

Manufacturer narrative:
(B)(4) - bowel obstruction occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.